Manufacturer narrative:
H3: the valve was returned to the manufacture for evaluation. The returned valve was patent. The valve met the requirements for reflux and leakage testing. No signs of damage were observed on the valve. Debris was found inside the valve. The valve did not meet requirements for siphon control, pressure/flow and pre-implantation testing, and valve flux testing. The instructions for use (IFU) cautions, ¿biological debris inside the valve may impact adjustability, and may lead to adjustment mechanism damage if exposed to 3.0 tesla MRI.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the only environmental/external/patient factors that may have led or contributed to the issue was a long duration flight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a strata valve. If was reported that after the surgery the patient showed positive dynamic and better coordination and walking. At the end of 2019 after travelling to (B)(6) the patient mentioned that their hearing reduced and noise in the ears appeared. Increasing pressure in the valve led to ear noise decreasing. In the end of december 2019 the valve pressure was set on 2, but all mentioned symptoms still existed. Therefore, the valve pressure was set on 1.5. During the observing period the health care professional registered deflection of the valve pressure and regulation difficulties. During the visit on (B)(6) 2021 the valve value was the same, and set on 1.5. Small incensement was observed during walking. During the check on (B)(6) 2021 the valve pump works normally, but valve pressure changed to 2.5 in horizontal position (previously 1.5 was set) and 1.5 in sit position.